Event description:
A patient reported via manufacturer representative that their stimulation therapy was being ¿iffy¿ and not good prior to their implantable neurostimulator (ins) reaching end of life. It was recommended that the patient follow up with their healthcare provider (hcp) for this issue. The manufacturer representative reviewed that there may be a potential need for a lead or extension revision since the patient complained about the quality of stimulation before the ins died; it was noted that the event occurred in (B)(6) 2016. It is unknown if impedance tests have been done on this system recently. An appointment is scheduled on (B)(6) 2016 prior to surgery to replace or revise the patient¿s system. Additional information provided reports that the patient was specifically asked about their statement of the stimulation being ¿iffy.¿ the patient clarified that he was still receiving stimulation but could not remember what his stimulation was really like because he had so many other problems going on at that time. It was noted that the patient was happy with their stimulation and definitely wants a new system. The entire system was replaced with a restore sensor MRI as well as a 565 MRI paddle. It is unknown if the previous device will be returned to the manufacturer. Indication for use is multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.